Manufacturer narrative:
A copy of the patient's op report and discharge summary were received. Based on the information, this patient had "aortic valve replacement and mitral valve repair for endocarditis years ago. He presented with constitutional symptoms and was found to have prosthetic valve endocarditis of the aortic valve, with severe tricuspid regurgitation and extension of this infection and vegetation into the right atrium. The mitral repair looked okay. There were some ____-like structures coming off the prosthetic ring over the anterior leaflet presumably near the aortic valve where this abscess had extended into that area. Risks, benefits, and alternatives were discussed with the patient regarding surgical treatment... The aorta was opened. There was a heavy amount of vegetation on the aortic valve (the previously placed prosthetic aortic valve). This was removed sharply. There was active endocarditis at the site of the membranous septum. There was pus here and an abscess had penetrated through to an abscess in the right atrial wall. It has not yet fistulized, however, it was extremely thin and this was a penetrating infection that had to be debrided. We therefore opened the right atrium. We debrided this tissue. This created a full thickness defect between the aorta, aortic annulus, and right atrium. There was a large abscess that had tracked underneath the noncoronary cusp, halfway underneath the right coronary cusp and 1/2 to 3/4 of the length underneath the left main. All infected tissue was debrided. This created a defect also into the left atrium where we saw the ring of the mitral valve. This was cleaned. It was debrided. The mitral valve structurally looked intact." This area was repaired utilizing a pericardial patch and a new edwards bioprosthetic valve was implanted. On echocardiogram, the new aortic valve was functioning well. There were no reported complications during this operation.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately (B)(6) due to prosthetic valve endocarditis. The source of the infection was indicated to be from a gram (+) organism. The surgeon also noted that there was no device malfunction. The device was removed and replaced with another edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Device not returned. Additional information regarding the event (e.g. Operative report, discharge summary) has been requested; however, it has not been provided at this time. The explanted valve was also not returned; therefore, the root cause of this event could not be confirmed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The surgeon has indicated that the source of the infection was from a gram (+) organism. No further actions are possible with the available information.